Event description:
Reportable based on the analysis completed on(B)(4) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The vascular access site was the femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately calcified, non-tortuous mid left anterior descending artery (lad) at the bifurcation. The lesion length was 28mm and the reference vessel diameter was 3.0mm. After angiography was performed a non-bsc guide catheter and pt graphix guide wire were advanced to the lesion. The vessel was pre-dilated with a maverick 2 - 2.5 x 20mm balloon. Immediately after pre-dilatation the residual stenosis was 60-70%. An attempt was made to advance a taxus liberte' 3.0x28mm stent across the lesion but was unsuccessful due to the complexity of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as stable. However, the returned product revealed that the hypotube was broken.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 20.8cm distal from the catheter's strain relief. A visual and microscopic examination identified damage to the midshaft 1.9cm from port. A visual and microscopic examination identified no kinks along the length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).